Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("severe pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hyperhidrosis, abdominal pain localised since (B)(6) 2013, right lower quadrant pain since (B)(6) 2014, goiter, hypertension, anemia, dysplasia, dysmenorrhea, coryza, sinusitis, headache and body mass index increased. Concomitant products included azithromycin from (B)(6) 2015 to (B)(6) 2015, hydrochlorothiazide from (B)(6) 2014 to (B)(6) 2017 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 26 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("essure device: infection (bladder/urinary tract/vaginal) type: vaginal yeast,"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, vaginal haemorrhage, depression, anxiety, nausea, vaginal discharge, vulvovaginal mycotic infection, weight increased, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff underwent unspecified treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-jan-2019: plaintiff fact sheet- new event dysmenorrhea (cramping) were added. Ablation added to menorrhagia event hence case upgraded as incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.